Event description:
At the end of a surgical procedure the doctor placed a femoral nerve catheter and attempted to perform a sciatic nerve block. The ultrasound m-turbo unit and teex probe did not function and both were immediately removed from service. There was a brief delay while another ultrasound unit and probe were obtained and set up so the doctor could perform the sciatic nerve block. Biomedical engineering received the m-turbo unit and teex probe and were told that the teex probe button does not work. Biomed set up and powered up the m-turbo unit, and when the probe was connected to the unit, an error code 9071 was displayed. The manufacturer technician support service was contacted and the action taken was to exchange the teex probe with a new one. The m-turbo was placed back in service with the new probe.